Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported via social media that a false negative test resulted with the binaxnow¿ covid-19 antigen self test when tested on an unknown date. The consumer reported going to the doctor's office and tested positive (type of test and sample not provided). Consumer then tested again at home which resulted in a negative test result. No further information was provided.

Manufacturer narrative:
Investigation report: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.